Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by optician stating that after wearing contact lenses consumer experienced irritation, watering eye, blurred vision, redness and pain in left eye and consumer visited health care professional, was diagnosed with an anterior segment corneal ulcer, consumer is currently undergoing treatment. The symptoms have not yet resolved. Additional information has been requested but not yet available.

Manufacturer narrative:
Additional information updated in b.5, b.6, h.6. The manufacturer internal reference number is: (B)(4).

Event description:
As per the follow up information received the consumer has eye fatigue and symptoms are improving and was being treated with ciprofloxacin 0.3%, eye drops, one drop every hour for two days, one drop ten times a day for the next three days, one drop eight times a day for the next three days, one drop six times a day for next five days, then one drop four times a day for next five days and then stop. Tobramycin 0.3%, eye drops, one drop every hour for two days, one drop ten times a day for next three days, one drop eight times a day for next three days, one drop six times a day for next five days, one drop four times a day for next five days and the stop. Sodium hyaluronate, eye drops, one drop six times a day, rifampin, ointment, one application at bedtime for five days and atropine 1%, eye drop, one drop in morning and evening for two days was prescribed.

Manufacturer narrative:
H3, h6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).